Event description:
During the device evaluation of the duodenovideoscope, foreign objects were found in the z-block, the distal end, and on the forceps elevator. Additionally, chips were noted in the adhesive around both the light guide lens and the objective lens. There was no patient involvement.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the reason it remained in the device could not be definitively determined. The root cause of the other malfunctions also could not be confirmed; however, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.